Event description:
On (B)(6) 2014, the patient was implanted with a system of gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm and occluded right common iliac artery. It was reported the patient¿s right common iliac artery was heavily calcified with atherosclerotic disease. During the procedure the physician placed a trunk-ipsilateral component on the patient¿s left side, and cannulated the contralateral gate on the right side with an iliac extender component (pxl161007/11409646). He further extended the right side of the graft system with two gore® viabahn® endoprostheses, and the right hypogastric artery was intentionally covered. The stent graft system was ballooned using a cordis brand maxi balloon. However, an angiographic run revealed a retroperitoneal leak, and the patient became hypotensive. The cause of the leak is unknown. The physician placed an additional viabahn graft on the right side to treat the leak. The leak was resolved, and the patient's blood pressure was brought under control. The patient tolerated the procedure.

Manufacturer narrative:
Concomitant medications: patient medications include plavix, lisinopril, zocar, neurontin, toprol, glucotrol, glucophage, tylenol, niacin, and vitamin c. A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture).